Event description:
Customer called to report that the insulin pump experienced a sensor anomaly. Customer's blood glucose levels were not included in the report. Customer stated that the enlite-sensor was punctured, and a message of replacement timing for sensor was displayed. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors, and performed testing. The sensor passed per specification with accurate readings.